Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the electrograms revealed atrial pacing followed by ventricular sensing. Fluoroscopy images showed that the atrial lead had dislodged. The device was programmed to vvi and the patient was scheduled for lead repositioning. The patient refused lead repositioning and was discharged from the hospital. The patient's condition was good post event.